Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: unknown palacos cement, manufactured by (B)(4) . Report source: event occurred in (B)(6).

Event description:
It was reported that during a primary tka, the surgeon was implanting the tibial component and had noted that it was too loose for permanent implantation. The surgeon claims that the associated bone cement had started to harden too quickly during the procedure, and that the tibial component had a gap and rocking movement. The surgeon decided to remove the tibial component, and implant a new component. It took approximately 2 hours to obtain a new component, delaying surgery. The patient has been reported to be doing well postoperatively and suffered no known consequences to delay of surgery. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was identified that the device being alleged against is not distributed by zimmer biomet. The appropriate manufacturer has been notified. As zimmer biomet does not share regulatory reporting responsibilities for this device, no further reports will be sent on behalf of zimmer biomet for this event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that the device being alleged against is not distributed by zimmer biomet. The appropriate manufacturer has been notified. As zimmer biomet does not share regulatory reporting responsibilities for this device, no further reports will be sent on behalf of zimmer biomet for this event.